Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the screw was screwed only half way through, when the surgeon noticed that the device did not work properly, he decided to remove the screw and he noticed that thread was damaged. The delay was less than 5 minutes, because another screw was available, no adverse consequences.

Manufacturer narrative:
The t2 locking screw was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The screw returned was documented as faultless prior to distribution. During investigation no material, raw material, design, dimensional or manufacturing related issues were found. The deformations and abrasion marks, furthermore the breakage of the screw thread indicates that the windings got damaged during screw insertion due to bending overload. The screw hit a hard object, most likely a nail hole rim for a 5 mm screw. It is very likely that the screw was inserted in oblique mode so that the screw thread got in contact to the nail hole rims. This kind of oblique insertion occurred most likely during a screw placement in freehand technique for a distal nail hole. In this technique a perfect round hole must be visualized via x-ray control prior to drilling the screw canal through the corticalis like described in the operative techniques for long nails of the gamma3 and t2 systems. For distal nail holes a target device was designed for the gamma3 and t2 recon system. The IFU describes that the user must be familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system prior to usage. Because no manufacturer related issues were found the case is attributed to a user error. No non-conformity identified.

Event description:
It was reported that the screw was screwed only half way through, when the surgeon noticed that the device did not work properly, he decided to remove the screw and he noticed that thread was damaged. The delay was less than 5 minutes, because another screw was available, no adverse consequences.